Event description:
Crrt (continuous renal replacement therapy) filter would not run with machine. Changed out filter (2 total) on 1 machine and then changed out machine and a 3rd filter would not run. Called the support number and ran through all of the troubleshooting things. All 3 had the same lot number. They suggested trying a different lot number and it was successful. Called supply and distribution and gave them the lot number as well to remove from hospital supply.